Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has rec'd to date. It is unk whether or not the device may have caused or contributed to the event based on the information currently available. Furthermore, no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. See MDR 1213643-2011-00095 for information related to the bard composix kugel mesh implanted on (B)(6) 2008.

Event description:
Attorney reported: on (B)(6) 2007: the pt was implanted with a bard composix kugel hernia patch during a hernia repair surgery. On (B)(6) 2008: the pt was implanted with a bard composix kugel hernia patch during a hernia repair surgery. The pt has suffered severe injuries associated with this product. After hospitalization recovery, the pt was discharged to her home for further recovery. The pt has suffered and will continue to suffer physical pain. The composix kugel patch used in the pt's hernia repair surgery failed, resulting in pt suffering pain and harm. (The pt was seriously and permanently injured).